Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed no signs of blockage or physical abnormality. A functional flow test was performed and evidence of continuous flow was observed at the luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped flowing during a home patient¿s infusion of an unknown drug. The reporter stated that the reservoir did not appear to shrink. Prior to the event, the baxter recommended filling procedure was used, priming was performed, and flow was verified. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.